Event description:
The initial report stated that the knife blade was broken and came out of the blade track. It was presumed by the site that this was caused by having too much tissue within jaws when activating blade. Another instrument was opened to complete the procedure without incident. There was no pt injury. The incident device was returned, and a visual inspection revealed that the knife was missing from the device. The site indicated that while cleaning the device in preparation for shipment, the knife came off and was thrown away.

Manufacturer narrative:
Date of initial report: 03/11/2009. A visual inspection of the incident sample showed tissue in-between the jaws. The jaws were open when the sample was received. The top webbing was bent and part of the bottom webbing was missing. Engineering evals have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.